Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Follow-up is being conducted to obtain the legal contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was reported that the patient fell sustaining the aforementioned periprosthetic hip fracture. Patient also had 3 previous dislocation event. The patient was then revised for right periprosthetic proximal femur fracture and metal on metal tha components with extensive metallosis and soft tissue necrosis. Operative notes indicate that a extensive hematoma was encounter. It was noted that no fascia present as there was a direct line from the hematoma into the joint hip. It appeared that there was extensive metallosis and soft tissue necrosis likely related to the metal on metal articulation. The posterior aspect of the greater trochanter was noted to be denuded of the soft tissue attachment. It was indicated that stem was stable and only the greater trochanter was fractured and fragmented. There was noted to be some metallosis along the trunnion. Doi: (B)(6) 2007. Dor: (B)(6) 2021. Right hip.